Event description:
It was reported that a user experienced frustration with the ilet due to fluctuating blood glucose, including a hyperglycemic reading of 316 mg/dl, after which glucose returned to 146 mg/dl; additional training was scheduled and troubleshooting and education were completed. Symptoms included high blood glucose. Outcomes included no long-term impact and resolution of glucose to a normal range. Investigation included user troubleshooting and education. Investigation of this case revealed no device malfunction or component failure could be identified and the cause of the hyperglycemia remained unclear. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.